Manufacturer narrative:
Natus technical service advised the complainant to replace the constant current pcb, and a replacement constant current pcb was delivered to the complainant on 1/8/2018. Natus technical service followed up with the complainant concerning the status of the device on 1/24/2018 and 1/29/2018. No response was received.

Event description:
Natus received a report that the intensity of a neoblue 3 device (installed (B)(6) 2014) was below specifications. While measuring 12" below the center of the device, the complainant reported intensity readings of 30 and 26 uw/cm^2/nm on the high setting and 7 and 12 uw/cm^2/nm on the low setting. A natus neoblue radiometer (calibrated 8/2017) was used to measure intensity. The neoblue 3 service manual states that the light intensity specification is 35 ± 3.5 uw/cm^2/nm on the high setting and 15 ± 2 uw/cm^2/nm on the low setting as measured by a neoblue radiometer. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns.